Event description:
It was reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal. Advised customer to monitor blood glucose and to call the help line if further assistance is required.